Event description:
It was reported that the patient presented to the hospital. Upon device interrogation, episodes of over-sensed noise were noted on the right atrial (ra) lead. The lead was reprogrammed. The patient was in stable condition.